Manufacturer narrative:
The device was discarded at the site and not returned for investigation. The part name and lot number provided did not match the manufacturing record and the correct information could not be obtained.

Event description:
It was reported that the physician attempted to place an xpert stent in the a. Tibialis anterior vessel, and while advancing the stent over the guidewire, the first 3 segments of the stent became deployed out of the delivery system, prior to entering the sheath. This occurred outside the patient's anatomy. A second device was used to complete the procedure. No additional information available.